Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient was admitted to the hospital after blood was noted in the stool. Endoscopy was performed; however, results were not reported. The patient was not transfused. Anticoagulation was continued but persantine was stopped. The patient is now at home.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with the implantation of all vads outlined in the instructions for use. It further provides guidelines for optimal patient management. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The device remains implanted.

Manufacturer narrative:
Endoscopy demonstrated old blood throughout the colon on 3/10/2015 and proximal jejunal avm on (B)(6) 2015, and no active bleeding on (B)(6).